Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate low readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication, diet, and/or exercise. The inaccurate issue began on (B) (6) 2010. The patient reported blood glucose results of "227 and 158 mg/dl" with a lifescan meter and "238 and 224 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Reportedly, the patient stopped testing due to the product issue and "felt low symptoms at times". The patient did not take any action and did not receive any medical treatment that would suggest the patient had severe hypoglycemia or hyperglycemia. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that an approved sample site was used to obtain the reported test results, the meter was not coded correctly, and the test strips were expired. This complaint is being reported because the patient claimed she had low symptoms after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged, and there is inconsistent wall thickness in the area that burst. Visually the device has no other defects. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture, no patient injury